Event description:
A malfunction was reported on the pump, which displayed malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information for resetting the pump; however, the malfunction code recurred. Cts instructed the caller to use the tandem t:slim mobile app to upload logs for investigation and decided to replace the pump. The customer, who had no backup therapy, acknowledged they would reach out to their healthcare provider. Additionally, cts informed the caller about receiving a pump with updated software and provided instructions for returning the defective pump to avoid billing. The customer was advised on how to prepare the pump for return and understood the guidance regarding pump settings and cgm connection for the replacement pump.